Event description:
The customer reported that there was no image when flouroing and the system crossarm would also drift forward when the brake was released. No injury was reported.

Manufacturer narrative:
The ge service rep troubleshot the system and it failed when shut down. They could not turn it back on. They replaced the power control pcb and found that the connector for the video was loose. He corrected the problem. The unit is flouroing as intended with no errors. The rep ordered parts for the crossarm drift. When returning on site with part. During disassembly of unit, he found that bolts that connect doghouse to column were loose. He tightened bolts and tested the unit. It no longer drifts inward when released. The unit is working as intended.